Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent struts from the middle of the stent were raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance while insertion from the lesion site. The ro markerbands and the tip of the device were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the stent came in contact with the calcified lesion and was not stuck as previously reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery. A 28x4.00mm promus premier stent was advanced but got stuck at the calcified lesion and it was noted that the mid of the stent got lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent came in contact with the calcified lesion and was not stuck as previously reported.